Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This device is pending manufacturing records lot review. A follow up MDR will be submitted upon completion of the device manufacturing records lot review. This report is associated with MFR report number: 3005168196-2018-02172.

Event description:
The patient was undergoing a coil embolization procedure on the splenic artery using a pod5 and pod detachment handle (handle). During the procedure, the physician was unable to detach the pod5 using the handle. It was also reported that the handle would not click. Therefore, the handle was removed, and a new handle was used to complete the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02172.